Event description:
This is submitted to report the steering issue that occurred in the left ventricle with the clip delivery system (cds 206244/(B)(4)), and the clip becoming caught in the chordae during the attempt to position the clip. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One clip was implanted reducing mr to grade 2. A second cds (40624u1/(B)(4)) was then advanced to the mitral valve. The physician commented that the cds dived medial during clip positioning in the left ventricle. The clip then became caught in the chordae. Troubleshooting steps were performed and the clip was freed from the chordae and implanted on the leaflets. Due to chordae, the second clip was not able to be placed in the residual jet that was close to the first clip; therefore, the mr increased from 2 to 3. The procedure was completed with the two clips implanted. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the manufacturing records/complaint history and information provided to abbott vascular. Potential causes for difficulty positioning the clip delivery system (cds) resulting in clip caught in chordae can include, but are not limited to, patient conditions (such as anatomical morphology/pathology), misalignment of the key or a loose key, excessive tension (e.g. Due to the anatomy, guide curves, etc.) On the device, inadvertent user mishandling during preparation, and kinks/bends in the shaft or manufacturing anomalies/defects. With respect to the patient condition, procedural conditions and/or user technique, difficulty positioning resulting in clip caught in chordae may be influenced by anatomical morphology, such as tortuosity of the vessel, resulting in increased tension on the device or excessive curves applied to the device by the user. Based on the information reviewed and without the device to examine, the reported clip caught in chordae appears to be related to difficult to position (cds dived medial during clip positioning); however, a definitive cause for the reported difficulty positioning cds could not be determined. There does not appear to be any evidence of a product quality deficiency associated with this device. A review of the lot history record revealed no non-conformances for the lot. Additionally, a review of the complaint handling database identified no other incidents reported for difficult position/sleeve steering and difficult to remove from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). Concomitant products: mitraclip system, steerable guiding catheter, 1 implanted mitraclip. The mitraclip remains in the anatomy. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.